Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 4.3 inr and 3.3 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. The patient's coumadin dose will be changed based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.